Manufacturer narrative:
The customer's control solution was tested in qa with inhouse strips and gave high out of spec readings that were not marked as control tests. Satisfactory performance using retention reagent and qa control.

Manufacturer narrative:
Remedial action and correction/removal reporting number, this information was not provided in the initial report.

Event description:
The customer received a high out of range control result of 271mg/dl on the contour next usb. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter¿s memory. No adverse event was alleged. Control solution is to be returned for evaluation. New strips, meter and control were sent to the customer.